Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-06897. It was reported that pocket infection was observed. The device system was explanted.